Event description:
In 2007 the pt reported that there is condensation in the cartridge compartment of his infusion device. He stated that he believes this is due to spilling insulin in the cartridge compartment about one month prior. He stated that he is concerned that the infusion device will malfunction. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.